Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulty. It may be possible that anatomical conditions contributed to the difficulties; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous superficial femoral atery (sfa). The 5.0x100 mm absolute pro self expanding stent (ses) was deployed but did not land correctly at the lesion. A portion of the stent was in healthy tissue. Another absolute pro ses was deployed to cover the rest of the lesion. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.